Manufacturer narrative:
Additionally, it was stated the unit made a high pitch squeal during setup then powered down. While troubleshooting with the service center the biomed was unable to reproduce the reported event. The biomed informed us if the issue reoccurs, they will send the unit for service. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for a procedure the high flow insufflation unit shut off. There was no death, harm, or injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.